Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The homechoice did not drain and the patient reported feeling overfull. The patient reported to have manually drained approximately 3700 ml. It was reported that the patient's largest prescribed fill volume equaled 2200ml. The patient would complete therapy with manual supplies .there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.